Manufacturer narrative:
(B)(4).

Event description:
"It was reported that a signal loss occurred. Performance data was reviewed. (Dat result) (probable cause) no additional event or patient information is available."

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. It was reported that signal loss occurred. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No injury or medical intervention was reported. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.